Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported the patient implanted with this electrode received inappropriate shocks due to oversensing. An x-ray was performed and it appeared the electrode was bowed. A procedure was performed and this electrode was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported the patient implanted with this electrode received inappropriate shocks due to oversensing. An x-ray was performed and it appeared the electrode was bowed. A procedure was performed and this electrode was successfully explanted. No additional adverse patient effects were reported.